Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)/heavy bleeding') in a female patient who had essure (batch no. 857590) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder removal in (B)(6) 2001 and hypertension. Date: (B)(6) 2012 type of test: other (please describe) - unknown -test to make sure the essure was placed correctly. Result: other (please describe) results showed it was placed correctly. Previously administered products included for an unreported indication: oral contraceptives and hormonal contraception. Concurrent conditions included obesity. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen lo) and hydrochlorothiazide;triamterene (triamterene and hydrochlorothiazid). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), device expulsion ("malposition of essure device location of device: uterus"), headache ("hormonal changes describe: headaches, flashes"), hot flush ("hormonal changes describe: headaches, flashes"), bacterial infection ("infection (other) describe: keep getting bacteria"), migraine ("migraines / headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), abdominal pain upper ("pain severe stomach pain"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition") and pelvic pain ("pelvic pain") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). The patient was treated with norethisterone acetate (norethindrone acetate) and surgery (ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, device expulsion, headache, hot flush, bacterial infection, migraine, nausea, vaginal discharge, abdominal pain upper, fatigue, weight increased, gastrointestinal disorder and pelvic pain outcome was unknown. The reporter considered abdominal pain upper, bacterial infection, device expulsion, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hot flush, migraine, nausea, pelvic pain, vaginal discharge and weight increased to be related to essure. The reporter commented: current weight 263 lbs. 1 trailing coil at both sides. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-feb-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)/heavy bleeding') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder removal in (B)(6) 2001 and hypertension. Date: (B)(6) 2012. Type of test: other (please describe) - unknown -test. To make sure the essure was placed correctly. Result: other (please describe) results showed it was placed correctly. Previously administered products included for an unreported indication: oral contraceptives and hormonal contraception. Concurrent conditions included obesity. Concomitant products included ethinylestradiol; norgestimate (ortho tri-cyclen lo) and hydrochlorothiazide; triamterene (triamterene and hydrochlorothiazide). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), device expulsion ("malposition of essure device location of device: uterus"), headache ("hormonal changes describe: headaches, flashes"), hot flush ("hormonal changes describe: headaches, flashes"), bacterial infection ("infection (other) describe: keep getting bacteria"), migraine ("migraines / headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), abdominal pain upper ("pain severe stomach pain"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition") and pelvic pain ("pelvic pain") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). The patient was treated with norethisterone acetate (norethindrone acetate) and surgery (ablation). At the time of the report, the genital haemorrhage, device expulsion, headache, hot flush, bacterial infection, migraine, nausea, vaginal discharge, abdominal pain upper, fatigue, weight increased, gastrointestinal disorder and pelvic pain outcome was unknown. The reporter considered abdominal pain upper, bacterial infection, device expulsion, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hot flush, migraine, nausea, pelvic pain, vaginal discharge and weight increased to be related to essure. The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-may-2019: pfs and mr received ¿ case becomes valid with incident. New events malposition of essure device location of device: uterus, abnormal bleeding (general)/heavy bleeding, hormonal changes describe: headaches, flashes, migraines / headaches, nausea, vaginal discharge, pain severe stomach pain, fatigue, weight gain / loss (specify which one) weight gain, gastrointestinal or digestive system condition and pelvic pain were added. Patient information date of birth, height, weight and race were added. Product information indication were added. New reporter and consumer address were added. Medical history, lab data and concomitant medication (norethindrone acetate, ortho tri-cyclen lo, ) were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)/heavy bleeding') in a female patient who had essure (batch no. 857590) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder removal in (B)(6) 2001 and hypertension. Date: (B)(6) 2012. Type of test: other (please describe) - unknown -test. To make sure the essure was placed correctly. Result: other (please describe) results showed it was placed correctly. Previously administered products included for an unreported indication: oral contraceptives and hormonal contraception. Concurrent conditions included obesity. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen lo) and hydrochlorothiazide;triamterene (triamterene and hydrochlorothiazid). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), device expulsion ("malposition of essure device location of device: uterus"), headache ("hormonal changes describe: headaches, flashes"), hot flush ("hormonal changes describe: headaches, flashes"), bacterial infection ("infection (other) describe: keep getting bacteria"), migraine ("migraines / headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), abdominal pain upper ("pain severe stomach pain"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition") and pelvic pain ("pelvic pain") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). The patient was treated with norethisterone acetate (norethindrone acetate) and surgery (ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, device expulsion, headache, hot flush, bacterial infection, migraine, nausea, vaginal discharge, abdominal pain upper, fatigue, weight increased, gastrointestinal disorder and pelvic pain outcome was unknown. The reporter considered abdominal pain upper, bacterial infection, device expulsion, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hot flush, migraine, nausea, pelvic pain, vaginal discharge and weight increased to be related to essure. The reporter commented: current weight 263 lbs. 1 trailing coil at both sides. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40 kg/sqm. Most recent follow-up information incorporated above includes: on 3-feb-2021: mr received : reporter, lot number added, rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.